Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012529124); product type: 0195-heart valves; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, access was initially planned with a non-medtronic sheath; however, due to the "poor vessel condition," a non-medtronic sheath was used instead. Bleeding then occurred at the access site, and two non-medtronic devices were deployed, but one failed to secure the vessel. Compression hemostasis was attempted for nearly an hour but was unsuccessful. As a result, surgical repair was performed with an approximately 3 centimeter (cm) incision to suture the vessel, and the access site bleeding was "well-controlled" following the procedure. It was further reported that 5 days following the procedure, the patient's condition deteriorated and a cerebral hemorrhage occurred. Subsequently, 6 days following the procedure, despite emergency interventions, the patient died.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, access was initially planned with a non-medtronic sheath; however, due to the "poor vessel condition," a non-medtronic sheath was used instead. Bleeding then occurred at the access site, and two non-medtronic devices were deployed, but one failed to secure the vessel. Compression hemostasis was attempted for nearly an hour but was unsuccessful. As a result, surgical repair was performed with an approximately 3 centimeter (cm) incision to suture the vessel, and the access site bleeding was "well-controlled" following the procedure. It was further reported that 5 days following the procedure, the patient's condition deteriorated and a cerebral hemorrhage occurred. Subsequently, 6 days following the procedure, despite emergency interventions, the patient died. Additional information was received indicating that bleeding from the access vessel was well-controlled post-operatively. The patient awakened following the procedure without issue. 5 days following the procedure the patient began rehabilitation in the morning. The cerebral hemorrhage occurred that night. Additional information was received indicating that calcification and plaque were observed extending from the bilateral common iliac arteries to the abdominal aorta. The insertion of an 18 fr sheath was considered prior to the procedure. Per the physician, the valve, the delivery catheter system (dcs), the non-medtronic sheaths, and the guidewire did not contribute to the vascular injury. The cause of the vascular injury at the right transfemoral puncture site was related to the non-medtronic suture mediated closure device. The implanting physician was unable to achieve proper hemostasis. The access site bleeding was present, but had been reduced to minimal levels after the surgical repair. 5 days after the procedure, hemodynamic changes were observed. A neurological evaluation confirmed the stroke. Per the physician, the stroke is not related to the dcs. The cause of the stroke is unknown. It is unknown whether the stroke was related to the valve as the patient's overall condition was "had not been good from the beginning". The patient passed away with the cause of death being cerebral hemorrhage. The valve and dcs cannot be excluded as contributing factors to the patient's death. The patient's medical history also cannot be ruled out as a contributing factor.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Removed e013301. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, access was initially planned with a non-medtronic sheath; however, due to the "poor vessel condition," a non-medtronic sheath was used instead. Bleeding then occurred at the access site, and two non-medtronic devices were deployed, but one failed to secure the vessel. Compression hemostasis was attempted for nearly an hour but was unsuccessful. As a result, surgical repair was performed with an approximately 3 centimeter (cm) incision to suture the vessel, and the access site bleeding was "well-controlled" following the procedure. It was further reported that 5 days following the procedure, the patient's condition deteriorated and a cerebral hemorrhage occurred. Subsequently, 6 days following the procedure, despite emergency interventions, the patient died. Additional information was received indicating that bleeding from the access vessel was well-controlled post-operatively. The patient awakened following the procedure without issue. 5 days following the procedure the patient began rehabilitation in the morning. The cerebral hemorrhage occurred that night.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.